Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, pump and reservoir were and microscopically examined, and leak tested. Microscopic examination revealed that one of the cylinders had a hole at corner of a fold in the middle, while the other cylinder had buckling folds in the proximal end and the middle; also, the reservoir had wear at a fold in the shell. Upon leak testing, one cylinder had a leak caused by the hole mentioned before, and the other cylinder had a bulge in the proximal end when inflating; the pump also presented a leak, caused by wear. Based on the information available and analysis results, this investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without any performance allegation information. Upon analysis of the returned components, the cylinders, the pump and the reservoir did not pass the visual and leakage tests. There was no additional information provided.